Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a red and bleeding heat rash under the front therapy electrode. The patient's physician advised the patient to get a diaper cream to apply on the area. The patient reported that after using the cream, the rash had improved.